Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black and the graphics and text were blocked. Customer's blood glucose was 158 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.